Manufacturer narrative:
(B)(4): analysis initiated on 04 jan 2017. The silverhawk device was received for analysis. The silverhawk was inspected and observed the cutter was retracted back into the cutter window. The distal rim of the cutter window showed deformation and evidence of compression. No other damages to the silverhawk were noted. The silverhawk was connected to a cutter driver from the lab and powered on. The thumb switch could not be advanced completely because the cutter was crashing into the distal rim of the cutter window. With force applied to the thumb switch pushing forward the cutter stopped activating. After releasing the thumb switch without pulling back the cutter driver continued to activate.

Event description:
Physician was using a silverhawk device for an atherectomy procedure of a calcified lesion in the left anterior tibial artery, with severe calcification and little tortuosity. It was reported that the thumbswitch would not pull forward into ¿closed¿ position of the cutter, causing the cutter to remain ¿on¿ and spinning. Releasing the cutter driver and replacing it with a new cutter driver, did not solve the problem. A new silverhawk device was used to complete the procedure. No injury to patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.